Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old female patient underwent unspecified breast surgery with a 325cc mentor siltex round spectrum on both sides and experienced bilateral breast implant ruptures. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501655 (B)(4) on one side, and with catalog number 3501655 (B)(4) on the other on (B)(6) 2021. Mentor is aware that the date of adverse event ((B)(6) 2022) is after the explant date ((B)(6) 2021) of device. Follow-ups are in progress, and no response has been received regarding the discrepancy. If any clarification or information is received in the future, a supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On july 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 1, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the spec siltex rnd 325cc breast implant had a tear measuring approximately 0.4 cm on the anterior view. Additionally, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).